Manufacturer narrative:
The investigation of optical signal issue and product damage (sterile sleeve damage) has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to left ventricle assist device. During support, had an event of nausea, slight chest pain, cuff pressures 180¿-200¿s systolic, correlating with the aortic (ao) placement signal on automated impella controller (aic). The impella was briefly turned down to p-7, then back up to p-9 where the patient was supported. Motor current and purge unchanged. Ao placement signal was not correlating with cuff pressures. Nipride was started for the patient and blood pressure was down to 115¿s, and patients symptoms resolved, but aic still read high. The physician did not want to replace the impella 5.5 and wanted to monitor vitals and labs. Echo also obtained and pump was in good position. Hours later, the ao placement signal was back to normal and correlating with bp cuffs. It was further reported that the impella sterile sleeve ripped. Tegaderm dressing was applied around the impella catheter. The patient is stable.